Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported sensor inaccuracies. The user spoke with the engineering team and was educated on the expectations for system adjustment after insertion. No further assistance was required.

Event description:
Senseonics was made aware of an incident where reported inaccuracy in sensor readings. No injury or medical intervention was reported.